Event description:
Reportable based on analysis completed 4/27/2090. It was reported that during a percutaneous coronary intervention procedure (pci), the physician could not cross the lesion with a 2.5x12mm and 2.5x12mm taxus liberte stents. The target lesion being treated was located in the severely tortuous and calcified left anterior descending (lad). The procedure was successfully completed with a different device. No pt complication or injuries were reported. Pt condition listed as "stable". However, device analysis revealed shaft break.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approx 19.2cm distal from the catheter's strain relief (csr). The device was kinked at the point of separation. The entire length of the hypotube had kinked. Microscopic examination of the balloon, stent and tip found no issues with the balloon material, the crimped stent or the tip of the stent delivery system (sds). The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most provable root cause is operational context as device performance was limited due to anatomical and or procedural factor. (B)(4).